Manufacturer narrative:
A ge representative evaluated the system and reseated circuit boards and connectors. The system operates as intended.

Event description:
The customer reported the system would not complete boot up. No pt injury was reported.